Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device failed to complete a manual capacitor reformation and subsequently could not be interrogated.